Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the cartridge tubing. There was no impact to the customer's blood glucose level. Reportedly, customer does not perform the air removal step during the cartridge load process. Customer was advised on how to properly load a new cartridge. Customer acknowledged.